Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5071-35, epicardial lead; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. A potential factor may have been the high thresholds on the patients epicardial left ventricular (lv) leads. The device was removed and replaced, while the lv leads remains in use. No patient complications have been reported as a result of this event. <(><<)>end>.